Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
On (B)(6) 2011 our johnson and johnson sales representative in (B)(4) received info from an eye care professional (ecp) the ecp reported that a pt experienced an adverse event on (B)(6) 2011 while wearing acuvue clear brand contact lenses. The ecp reported that the pt purchased the product via the internet without a valid prescription. The pt's symptoms were "said to be severe." On (B)(6) 2011 the treating ecp provided additional info. The pt presented with acute pain and injection od. The pt was diagnosed with a central corneal ulcer od and treated with antimicrobial drops. No culture was obtained. The pt was instructed to return for follow up (B)(6) 2011 and return the lens in question to the ecp. The ecp would only allow the pt to be contacted to request the return of the product in question with the pt's approval. The ecp reported that the pt visited the clinic for the initial visit and never returned for follow up as instructed. The product in question was not returned to the ecp as the ecp requested; approval to contact the pt was not obtained. No additional info is available at this time. The lot number of the product in question is unk. The product in question is not available for return for evaluation. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. (B)(4).